Event description:
The complaint is reported as: "the joint between the valve and the resuscitator body is not the proper one, and in the moment to make the pressure to sent the flow to the patient the vale is loose from the connection. The issue was detected during incoming inspection.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.